Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to breathing issues and not diabetes related. Customer took off the insulin pump while in the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital because of difficulty in breathing. Customer did not provided blood glucose level. The customer experienced the hyperglycemia. Customer was on insulin drip in the hospital. Customer was instructed to temporary not to use the insulin pump by the doctor. Customer wanted to turn off the insulin pump as instructed by the doctor. Insulin pump will not be returned for analysis.